Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reports right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reports right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified voids in the gel, crease fold. Cloudy was observed after autoclave disinfection process. The weight of the device was within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reports right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.